Manufacturer narrative:
Dislocation occurred approximately 5 months after initial implantation with no known cause. No actual, implied, or suspect link to fx product.

Event description:
Dislocation occured approximately 5 months after initial implantation. No fall or other trauma evident. 36 mm glenosphere and 36+9 mm stability humeral cup explanted. Replacement with 40 mm glenosphere, 40 mm + 6 standard humeral cup, and 9 mm spacer.